Manufacturer narrative:
The software investigation of the system archive found that the issue was related to user technique. The a medtronic representative provided training to the hospital radiology to improve the image quality of their MRI. Also, I worked with local site reps to improve their registration technique. There were no further issues. The software was functioning as designed.

Event description:
A medtronic representative reported that, while in a cranial biopsy revision procedure, the surgeon alleged a 9mm inaccuracy. A non-sterile tracer registration was performed and accuracy was verified. With patient draped, the surgeon placed the sterile passive planar into pre-existing burr hole, showed 9mm away posterior/lateral of the burr hole. They undraped and repeated tracer registration. Accuracy was good using non-sterile instruments and patient was re-draped. The sterile pointer showed the same 9mm inaccuracy when placed in center of the burr hole. The surgeon opted to continue the procedure, while compensating for the inaccuracy on screen. A sample sent to pathology confirmed normal tissue. The surgeon used the navigation to direct biopsy and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, referencing canadian privacy laws. In trouble-shooting, the medtronic representative at the site confirmed the surgeon was not leaning on the vertek arm and the sterile frame was seated properly. The vertek arm was tight and only a thin plastic sheet was between the arm and the frame. The drape had been cut to go around the arm. The sterile passive planar had not been verified separately from the non-sterile one; the sterile navigus probe showed the 9mm inaccuracy. Same was confirmed next day by a second medtronic representative following-up at the site. Also confirmed that the patient did not need another surgery, and that the surgeon obtained a diagnostic positive pathologic sample in the same surgery. Software investigation not completed at time of this report.